Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional four proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with five proglide devices using the pre-close technique via a 12f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, cuff misses occurred with all five proglide devices. The sheath size remained 12f and the evar procedure was completed. Hemostasis was achieved via cutdown. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.